Event description:
It has been reported to philips that during a coronary angiography procedure, the c-arm did not move, resulting in an abortion of the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this allegation. According to the information gathered, c-arm did not move during a coronary angiography and there was no actual patient injury associated with this reported issue. The customer notified the nmpa (national medical products administration) about the incident but did not request assistance from philips. Consequently, the reported issue could not be substantiated, and no additional information is available. Nonetheless, the problem reappeared and was later reported to philips, prompting a philips engineer to identify a fault with the amc, which was subsequently replaced. The system was returned to use in good working order. The codes were updated based on the investigation outcome.